Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 07/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a chronic catheter placement procedure, there was allegedly an unevenness on one of the delivered catheters; and on closer inspection, the glue was visible. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during a chronic catheter placement procedure, allegedly there was an unevenness on one of the delivered catheters. Reportedly, on closer inspection the glue was allegedly visible. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter, one luer cap, one 7.0fr peel-apart sheath and vessel dilator, one introducer needle, one syringe and one tunneler were received for evaluation. Microscopic, visual evaluation were performed. Under microscopic observation, the catheter body showed areas that had what appeared to be glue stains. One photo was provided for review. An unevenness in the catheter is noted. Manufacturing site evaluation of the sample found that the root cause is associated to an excess of medical adhesive used during one of the medical adhesive placement operations performed to complete the manufacture of catheter item. Therefore, the investigation is confirmed for the reported defective component issue and identified nonstandard device, and device contamination issues. The root cause is manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.